Event description:
It was reported that after a recent supply change the user experienced persistent low alarms on the pump and a pump display of low pressure/therapy, with a confirmatory fingerstick blood glucose of 46 mg/dl; the user ingested oral glucose per agent guidance and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included the need for urgent treatment of low glucose. Investigation included case assessment and user troubleshooting education. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device component failure confirmed and no additional device findings available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.